Manufacturer narrative:
As the product was not returned an analysis of the rechargeable battery pack was not possible.

Event description:
Described is that the office manager received a small burn at her right hand when she touched the rechargeable battery pack of the diagnodent. There was no medical care necessary.